Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal viaflex and physioneal 40 unknown bag therapies. The study title was (B)(4). Therapy with extraneal and physioneal was ongoing. On (B)(6) 2008, the subject experienced bacterial peritonitis manifested by cloudy effluent. The primary contributing factor was unknown. On (B)(6) 2008, empiric antibiotic treatment was started and included ip vancomycin and ip ceftazidime. On (B)(6) 2009, treatment with ceftazidime ended and treatment with ip penicillin was started. On (B)(6) 2009, treatment with vancomycin and penicillin ended respectively. The event of bacterial peritonitis, though unspecified, is more likely to be related to a break in aseptic technique or touch contamination rather than to extraneal or physioneal themselves as the event resolved with antibiotics despite ongoing extraneal and physioneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.